Manufacturer narrative:
The event occurred on an unspecified date in 2022, reported as "this occurred in the last 2 weeks". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient caps of an unspecified quantity of amia automated pd sets with cassettes were not attached to the patient line. This was observed prior to use of the product. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.